Event description:
Information was received from healthcare provider, clinical study via a manufacturer representative regarding a patient with clinical ID: (B)(6) and clinical study name: masters d2. It was reported that patient had pain in hips on both sides with radiating pain in both lateral thighs. The right s1 screws were broken. No medical intervention required to prevent permanent injury or impairment. Outcome: ongoing.  Investigator assess- ment: device related: fixation (stabilization) system, possible. Sponsor assessment: device related: fixation (stabilization) system, possible. There were no further complications reported regarding the event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.